Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a f/sternal zipfix application instrument was not functioning correctly. This report is for a application instrument for sternal zipfix. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Investigation coordinated by (B)(4). Report received indicates the complained application instrument was forwarded to the responsible product development engineer for evaluation and to our manufacturing plant. The investigation shows that the nut of the tension spring is lose. Unfortunately we are not able to determine the exact cause which has led to this occurrence. To eliminate this problem in the future, we created the (B)(4) to safe the nut with adhesive. The present application instrument was analyzed as far as possible for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected.